Event description:
A hospital employee reported that knives have recently been noted to have burrs and dull blades. Procedure and patient involvement is unknown. Additional information has been requested. Additional information was received on a returned questionnaire. This report involves six separate cataract procedures whereby the knife blades were noted to have burrs and dull blades. There was no impact to any patient.

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The final customer lot number was identified. For the identified final lot, one component knife lot was used. A device history record review for customer and component knife lot numbers was conducted. The device history record reviews do not point to a root cause because the product was released based on the manufacturer's acceptance criteria. A complaint history review indicates no additional complaints were associated with the identified knife lot. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested, but is confirmed to be complete. (B)(4).